Manufacturer narrative:
Correction to annex codes: - annex c was updated to c070603. - annex d was updated to d02.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.